Manufacturer narrative:
A philips service engineer repaired the system by replacing the control panel arm bearing which allowed the locking mechanism to be fully engaged, resolving the reported issue.

Event description:
A customer reported that an epiq 7c console will not lock in place correctly. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.